Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that perforation, pericardial effusion and tamponade occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. During advancement of the watchman access system to the laa, the tip of the access system caused a perforation. Blood was leaking in the pericardium and pericardiocentesis was performed. The patient experienced tamponade, so open heart surgery was performed.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08428. It was further reported that a watchman laa closure device & delivery system was used. A laceration caused the pericardial effusion. The closure device was implanted successfully, but the pericardial effusion increased. The patient has recovered from surgery and is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08697. It was further reported that an amplatz super stiff guide wire was used in the procedure. The delivery system was not within the access system when the pericardial effusion was evidenced.